Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue. Analysis determined that the behavior described is the intended behavior of the software. The software is functioning as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that the system was connected manually to the hospital's network.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the site's network was being rejected by the hospital's network. Further investigation found that the security system was blocking the navigation system. All the connections appear in green and data is shown as being able to transferuntil it is blocked. A representative found that the system needs the telnet/ssh password otherwise it won't connect. No patient present.